Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17611219) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta balloon catheter (3mm4cm 90) was delivered to the lesion and inflated. However, it ruptured at 13 atmosphere pressure (atm) during its second inflation. It was unknown how the procedure was completed but the procedure was completed successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was slightly calcified. The rate of stenosis was unknown.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A 3x40mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated; however, it ruptured at thirteen (13) atmospheric pressures (atm) during its second inflation. It was unknown how the procedure was completed but the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was slightly calcified. The rate of stenosis was unknown. One non-sterile of saber 3mm4cm 90 unit was received coiled inside a plastic bag. The balloon was received deflated and appeared to have been previously inflated. No other anomalies were observed. A functional test for leakage was performed on the received saber 3mm4cm 90. A guidewire was insert through the guidewire lumen, and an inflation device was attached to the stopcock before negative pressure was applied to purge the balloon of air. With the stopcock in a closed position and attached to the unit, pressure was applied to the inflation device/system to inflate the balloon and a leakage was observed close to the proximal section of the balloon before reaching the nominal pressure. The unit was sent to sem analysis. The results showed that the external surface of the balloon presented evidence of scratches and abrasion marks near the balloon¿s axial burst condition, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the axial burst condition found on the received balloon. The internal surface of the balloon and proximal marker bands did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17611219 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. However, the exact cause of the burst reported could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (slightly calcified) may have contributed to the reported event as calcified/resistant lesions can damage a balloon as evidenced by the scratches/abrasions found on the balloon surface during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.